Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 445 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated the pump they had just received had the wrong date on it. The customer stated they have a lung infection and cannot take antibiotics. The customer reported that before they got on the pump, they got hospitalized, died, got resuscitated, and had a diabetic coma with blood glucose of 2567 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.